Event description:
The reporter contacted animas on (B)(6) 2012 alleging that over the last couple of months, the up arrow keypad button has been intermittently unresponsive, requiring multiple presses to evoke a response and worsening with time. The reporter also stated that the other buttons on the keypad are also a little delayed in their response when pressed. The reporter denied keypad damage and exposure to moisture. The patient reportedly wears the pump attached to a belt and does not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact. The contrast, down arrow and ok keypad buttons respond appropriately when pressed. The up arrow keypad button responds intermittently when pressed. All keypad buttons have normal spring back or click. The keypad was removed for investigation revealing visible contamination under all the key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.